Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one in.pact av access balloon catheter was used to treat the venous outflow of the left arm. Approximately 3 months post procedure the patient suffered from left arteriovenous graft venous stenosis. The patient also presented with occasional prolonged bleeding. The event was treated with a percutaneous intervention. The patient recovered. The adverse event was assessed as possibly related to an underlying condition or disease.